Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Section h6: health effect - impact code: 4625 (unplanned vitrectomy) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after placement of a preloaded intraocular lens (iol) tecnis simplicity tecnis symfony, an anterior vitrectomy was performed. It was noted that there was patient contact. A different model iol was placed into patient's eye as replacement and the issue was resolved. No other information was provided.